Event description:
During a hand assisted laparoscopic nephrectomy the surgeon attempted to fire a stapler across the renal artery. The renal vein was posterior to the renal artery and it had 4 clips on it. The surgeon stated that the stapler jammed and would not cut, and subsequently tried an additional vascular reload. The surgeon pulled two additional staplers that also jammed and would not cut. Finally, the surgeon tried a different type of stapler, which also failed. They converted the pt to an open procedure to complete the case.